Event description:
It was reported that a procedure was performed, on an unknown date, utilizing the reform pedicle screw system. Upon final tightening of the lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed from the lock screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury but there was a 5-10 minute delay to the procedure because of the malfunction.

Manufacturer narrative:
D4 lot# - corrected from 333mm to 3333mm. H3 device evaluation - the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region includes two distinct areas. The orientation of the first area is skewed relative to the driver's longitudinal axis. This region includes a shiny area in two locations around this portion of the periphery. The second area is normal to the longitudinal axis. Based upon these observations it is believed that a crack had been initiated at some prior point in time. The final failure area is representative of the planar failure normal to the driver's axis. The shiny area is believed to be due to rubbing at the initial crack interface. The cause for the initial fracture is believed to be due to torsion combined with bending moment application. Review of device history records found (B)(4) pieces of lot 3333mm were released for distribution on 5/21/2015 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time.

Manufacturer narrative:
Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed, on an unknown date, utilizing the reform pedicle screw system. Upon final tightening of the lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed from the lock screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury but there was a 5-10 minute delay to the procedure because of the malfunction.